Event description:
It was reported that shaft damaged occurred. During preparation of a 32x3.00 promus elite drug-eluting stent, it was noted that the device was defective. As the guide wire entered through the entry port of the tip of the device, the guide wire exited out in the midshaft at area of 10 cm instead of the regular exit port. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus elite ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the polymer extrusion shaft kinked and damaged 137.4cm distal to the distal end of the strain relief. The inner polymer extrusion was damaged and torn 138cm distal to the distal end of the strain relief. A recommended 0.014 inch guidewire was introduced into the device through the tip. The guidewire was unable to progress further due to the inner lumen damage. The guidewire exited through the inner lumen tear. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft damaged occurred. During preparation of a 32x3.00 promus elite drug-eluting stent, it was noted that the device was defective. As the guide wire entered through the entry port of the tip of the device, the guide wire exited out in the midshaft at area of 10 cm instead of the regular exit port. The procedure was completed with a non-bsc device. No patient complications were reported.